Event description:
It was reported that during a prolassectomy according to longo technique procedure, the device cut but did not suture. The staples remained on the device itself. There was serious bleeding that was stopped by suturing by hand. The patient will undergo a second surgery in a month to perform the prolassectomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.